Event description:
It was reported that the patient was hospitalized due to dizziness and other medication side effects. No action had been taken. At the time of this report, the event was reported as ongoing. The pump delivered dilaudid and prialt.

Event description:
It was reported the patient experienced nausea and hallucinations. The medication was adjusted. It was indicated that lyrica was discontinued and prialt was removed from the pump. The device was interrogated and results were no alarms or alerts indicating that the pump was not functioning. The outcome was noted as resolved without sequelae.

Manufacturer narrative:
Catheter model # 8709 lot # n257418015 implanted: (B)(6) 2011 explanted: unknown. Model 8835 personal therapy manager serial # (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)